Manufacturer narrative:
Limited information has been received by the manufacturer for this event. The manufacturer is in the process of following up with the physician to gain further information and to obtain the serial number for the valve. Device not explanted.

Event description:
On 15 may 2017 the manufacturer was notified of an event with a mitroflow lxa valve size 23 mm. The valve was implanted on (B)(6) 2008. Due to the degeneration of the mitroflow valve a valve-in-valve with tavi procedure (corevalve) was performed in 2013.

Manufacturer narrative:
The partial manufacturing and material records for the mitroflow bioprosthetic pericardial heart valve, model # lxa23, s/n # (B)(4), were pulled and reviewed by quality control at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a lxa23 mitroflow aortic pericardial heart valve at the time of manufacture and release.